Event description:
On (B)(6) 2021, a patient underwent port placement using powerport isp MRI implantable port, groshong single-lumen, 8f via right subclavian approach. On (B)(6) 2025, sometimes post port placement, the catheter was ruptured within the vessel and moved into the right atrium. It was further reported that the catheter was allegedly found no backflow evident. Reportedly, the catheter was retrieved on may 8 and the catheter on (B)(6). The current status of the patient was unknown.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2021, a patient underwent port placement using power port isp m.r.I. Implantable port, groshong single-lumen, 8f via right subclavian approach. On (B)(6) 2025, sometimes post a port placement, the catheter was ruptured within the vessel and moved into the right atrium. It was further reported that the catheter was allegedly found no backflow evident. Reportedly, the catheter was retrieved on may 8 and the catheter on (B)(6). The current status of the patient was unknown.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one groshong catheter segment was returned for evaluation. Visual, microscopic, tactile and functional evaluations were performed on the returned device. A complete circumferential break was observed to the proximal end of the catheter segment. The edges of the complete circumferential break on the proximal end of the catheter segment were noted to be uneven. The surface was noted to be granular on both regions. Upon infusion, small resistance was felt while what appeared to be thrombus, was exiting with water on the distal end of the catheter segment. Aspiration was attempted and was successful. Therefore, the investigation is confirmed for the reported catheter fracture and identified material separation issues. A definitive root cause could not be determined based upon the provided information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D4 (unique identifier UDI) #), g3, h6 (device, method, result, conclusion) section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.